Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. A cartridge and infusion set change was performed resolving the issue. Customer's blood glucose level was in the 100's mg/dl range.